Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-calcified and severely tortuous vein graft to right coronary artery. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During delivery, the catheter was buckling and when the device was being removed, resistance was felt. After removal, it was noted that the catheter had kinked about 10 cm from the distal tip, and that 1-2 cm of the tip was left inside the patient. The detached tip was stented to the vein graft wall. The procedure was completed successfully, and the patient fully recovered.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media returned by the customer was inspected and showed the tip kinked but did not show any evidence of the reported issues of the tip detachment or catheter difficult to cross lesion.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-calcified and severely tortuous vein graft to right coronary artery. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During delivery, the catheter was buckling and when the device was being removed, resistance was felt. After removal, it was noted that the catheter had kinked about 10 cm from the distal tip, and that 1-2 cm of the tip was left inside the patient. The detached tip was stented to the vein graft wall. The procedure was completed successfully, and the patient fully recovered.